Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results obtained on the subject meter compared to another unknown meter. No results for either meter were provided. This complaint is being reported because the unknown results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.